Event description:
Per the clinic, the patient experienced a performance decrement, resulting in the decision to explant the device. The device was explanted (B)(6) 2024, and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report.

Manufacturer narrative:
Per the clinic, the patient developed an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.